Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2014 during a prophylactic mastectomy and breast reconstruction surgery. Post-implantation on (B)(6) 2014, patient presented in the left breast with "dehiscence of the incision" and seroma. Physician elected to perform a tissue debridement with placement of drains and closure of the dehisced incision; however, during surgery on (B)(6) 2014, physician noted a "tear in the caudal portion" and non-incorporation of the seri device, and an inflammatory response in the breast pocket. Seri was fully explanted and discarded.

Manufacturer narrative:
Explanted device has been discarded. Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. The event of seroma is surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because med intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR #30083474097-2014-00072 (allergan complaint pr# (B)(4)).